Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4) had a pca8120 sn (B)(4) failed plunger force accuracy test during. He suspected that it was an issue with the set up on his work station, because he took the pca to his co-worker's work station it passed the test. He said the pca would pass plunger force calibration but it failed verification test. (B)(4) confirmed he used the same test fixture (force sensor spring tool) when tested at his co-worker's work station. It was the same system maintenance software version 10.33. He did not use the same pcu8015, even though pcu software was the same version 9.33. Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: I told (B)(4) work station set up should not have anything to do with the failure because this test uses force sensor spring tool fixture to verify the force. If it fails the test, the issue could be either the test fixture is defective or the pca pump itself has an issue. I step through test process with (B)(4) at his work station, he confirmed it failed. He performed force sensor calibration and it passed. He repeated preventive maintenance task again and force sensor verification test passed. All pm was completed successfully. I told (B)(4) 2 things maybe the cause of this intermittent failure: bent drive tube on the housing assy. Of the pca or the force sensor spring toll test fixture it self. Because the unit passed pm test, (B)(4) will put the unit back in circulation and keep an eye on it. If it failed force sensor test again, he will replace housing assy. He will also keep an eye on his test fixture. If it keep failing force sensor test on more units, he will replace his force sensor test fixture.